Event description:
According to the report received on (B)(6), 2012, testing carried out on (B)(6), 2012 showed that the device has malfunctioned. Pt was re-implanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.